Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced persistent hypoglycemia despite repeated oral glucose treatment while using an ilet system that had suspended insulin delivery, with unclear cause for continued low readings; the event was classified as hypoglycemia with cause unclear, and additional training was assigned for potential settings review including consideration of a factory reset. Symptoms included hypoglycemia and anxiety. Outcomes included the need for unexpected medication intervention to treat low glucose and classification as a serious injury/illness/impairment due to critical low glucose time. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific device-related findings, and the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.